Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0sa85, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient fell due to an unrelated issue in the summer of 2015 and again in the fall of 2015, resulting in impedance measurements of >10,000 ohms on all combinations with electrode 2 of the patient's ins. The hcp also reported that the patient was programmed to c+, 2-, but because all combinations of electrode 2 were out of range, the patient was programmed to c+ 1- on (B)(6) 2016. The hcp reported that the patient received some benefit but also experienced toe/foot curling with that combination. The hcp reported reprogramming the patient to c+ 2- on (B)(6) 2016 because the impedances tested normal, but returned to c+ 1- due to lack of therapy benefit. The hcp reported that they would be following up with the patient's new managing hcp to make sure they don't program the right side ins with electrode 2; however, the hcp also reported the patient gets less side effects with electrode 2. As a result, it is unclear whether the reports of impedances >10,000 ohms and the report of out of range impedances using all combinations of electrode 2 are referring to the patient's right side or left side ins. No further patient complications have been report ed as a result of this event.